Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Microabscesses in right knee [joint abscess], foreign bodies in right knee [foreign body trauma], granulomatous reaction in right knee [granuloma], swollen synovium/swelling of right knee [joint swelling], cloudy fluid in right knee [joint effusion], meniscal tear [meniscus lesion]. Case description: spontaneous report received on 20-mar-2008 from a physician regarding a male pt with a history of arthritis and a meniscal tear. In 2008, the pt received synvisc injections in the right knee. On twelve days later, the pt experienced enormous swelling in his right knee. The physician examined the pt in the emergency room and removed 60 to 80cc of cloudy fluid from the right knee. The fluid was negative for crystals and bacteria and positive for white blood cells. On three days later, the pt underwent surgery for his meniscal tear. During the surgery, the physician noted swollen synovium. A biopsy revealed a granulomatous reaction with foreign bodies and microabscesses in the pt's right knee. The physician assessed the adverse events as possibly to probably related to synvisc treatment.

Manufacturer narrative:
Eval summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.